Event description:
This complaint is now reportable based on the analysis approved on (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty procedure the balloon would not cross the lesion. The 90% stenosed was located in a calcified and moderately tortuous mid left circumflex artery. The 2.25mm x 15mm quantum maverick balloon catheter could not cross the lesion. The procedure was completed with another of the same device. No complications were reported and patient status is good. However, returned device analysis revealed a balloon tear.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the returned product consisted of a quantum maverick balloon catheter with no other devices. There was blood and contrast in the guide wire lumen. The balloon was loosely folded which is consistent of having some positive pressure applied. There was a longitudinal tear in the balloon wall material at the proximal end of the balloon and was between the markerbands. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies. Magnified inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).